Manufacturer narrative:
Based on the received information, a damage to the active electrode due to the reported mechanical impact appears very likely. However, to determine an exact root cause device investigation would be necessary. No information on possible further steps has been received.

Event description:
The user's hearing performance with the device is affected due to a trauma to the head that occurred on (B)(6) 2024.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported mechanical impact appears very likely. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user's hearing performance with the device is affected after a trauma to the head that occurred on (B)(6) 2024. The user has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is reportedly affected due to a trauma to the head that occured on (B)(6) 2024.